Manufacturer narrative:
Pt info was not available at the time of this retrospective report. A software investigation found that the reported event was related to a known issue that was addressed in a subsequent software release. Technical svs provided instructions to edit the 3d model that resolved the issue. The sys was evaluated at the site and found to be fully functional.

Event description:
A medtronic rep reported that the 3-d images were completely dark, impairing the surgeon's ability to recognize bony structures. Surgeon alleges that navigational accuracy after registration was 2-3 cm off. The case was continued without the use of the sys and there was no impact on pt outcome.